Event description:
It was reported that it was difficult to insert the screw driver into the screw print. There was no adverse consequence to the patient.

Manufacturer narrative:
The other lot code involved in the event is c101089-10-00. Summary of evaluation: dimensional inspection were conducted on screwdrivers and screws of the same range and historical data was analyzed. Dimensional inspection of screwdriver and screws determined that the screwdriver head can be optimized. Historical data analysis determined this difficulty to introduce the screwdriver in the screw may happen. Screwdriver head definition has been optimized and the pieces in the field have been replaced on customer request. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.